Manufacturer narrative:
Initial reporter name and address: street 1 (cont.): (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil prematurely detached inside the microcatheter. The patient was undergoing treatment for embolization or pelvic varicose veins. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that the premature detachment was viewed on fluoroscopy. The coil did not continue advancing and it was not repositioned. The pushwire was noted to be bent or broken. There was no friction or difficulty during delivery, and the physician did not reposition the coil. It was noted that one detachment attempt had been made with the instant detacher, and one detachment attempt had been made manually. The physician did not rotate the pusher during the procedure. A continuous flush had been administered. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information received reported that there was no problem before the coil damage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the concerto coil and pushwire was returned for evaluation inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the implant coil was found to be detached from the pushwire. The implant coil appeared to be damaged and stretched with the polypropylene filament intact. The shield coil found intact; but stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the break indicator (manual detachment location); retained by the release wire; indicative that manual detachment was attempted at this location. The ai and coupler tubing were present and intact; it appeared that the mechanical detachment was not attempted at this location. No bend was observed on the pushwire. ¿ testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.076mm @ 0.063mm; measured 0.085mm @ 0.127mm; measured 0.099mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00270¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the customer complaint was confirmed as the pushwire was returned with the implant coil already detached from the pushwire. The pushwire was found broken at the manual detachment location with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Per the event descriptions, the customer reported that manual detachment was attempted. There was no non-conformance to specification identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.